Event description:
Went in for aaa medtronic stent repair and had to be converted to an open abdominal, we were told due to stent migration above the renal arteries. Pt was left in this situation for over 90 mins, before open surgery was done. Blood supply was cut off, kidney's shut down, liver failure, developed sepsis due sigmoid colon bursting, had to have a colostomy, now ileostomy. Spent 9 weeks in the hospital. Still currently going thru reconstruction of the colon. No one can tell us exactly what went wrong with the stent. Had to have dialysis, was put on a ventilator, use of pressures to maintain blood pressure. Had to have emergency surgery 14 days later due to feces leaking from incision. Back on ventilator, septic, and use of pressures, again unable to close pt up due to dying on the operating table. Liver failure, prolonged stay in the hospital, and multiple hospitalizations subsequent. Had to have a colostomy and is currently in the process of reconstruction of the colon.